Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had buttons are unresponsive and clock was very slow. No harm requiring medical intervention was reported. The customer stated that insulin pump had crack in battery casing, battery lasts less than a week, alarm was pretty quiet now and rejecting new batteries. The insulin pump received unexplained random no delivery alarms. The device will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Unit received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed a21 error test, rewind and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected rewind or noise anomalies noted. No frozen screen noted during test and time clock advances properly. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place.